Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 3.5x20mm taxus express2 stent. The 90% stenosed target lesion was located in the severly tortuous and calcified left anterior descending (lad). The device was removed from within the pt's body and the physician noticed the strut lifted up. The stent dislodged from the system when the physician touched the stent outside the pt. The procedure was completed with another device. No pt injuries or complications were reported. The pt's condition is noted to be "good".